Manufacturer narrative:
The insulin pump received with minor scratched display window, broken reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer sates the plastic has been chipping away slowly. The customer states the piston is pushing the reservoir out instead of delivering the insulin. The customer's blood glucose level at the time of incident was 577mg/dl. The customer treated with large bolus. The customer was advised the pump would be replaced and returned for analysis.